Manufacturer narrative:
This device has not been returned. Should additional information become available, or if the device is returned and analysis, this report will be updated.

Event description:
It was reported that this pacemaker was depleting earlier than expected. Device data was analyzed which confirmed the battery was depleting earlier than expected and device replacement was recommended. The device was subsequently explanted and was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 03:34 pm CT.the report number is being corrected from: 2134265-2018-63961 to: 2124215-2018-60310.

Event description:
It was reported that st segment elevation, an air embolism and bradycardia were experienced. During the intellamap orion catheter preparation, the staff accidentally connected the flush line to metriq pump instead of pressure saline bag. The orion catheter was inserted into the body, and during mapping a staff member turned on the pump without flushing out air. Air entered patient's body and caused a st elevation. The physician took corrective measures. The catheter was removed, flushed, and the case continued after the st elevation normalized. The procedure was completed without any other complications. The patient's condition was normal following the case and the day after. The device was returned for analysis. Visual inspection showed no abnormalities and the device passed all irrigation and leak tests.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The case was opened, the battery was removed, and an external power supply was connected to the device for further analysis. A high than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. This capacitor caused a high current drain condition which depleted the battery. Laboratory analysis concluded the compromised capacitor was caused by exposure to hydrogen gas within the pulse generator case. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 04:40 pm CT. The report number is being corrected from: 2124215-2018-62557to: 2124215-2018-60310. This report is follow-up # 1.

Event description:
It was reported that this pacemaker was depleting earlier than expected. Device data was analyzed which confirmed the battery was depleting earlier than expected and device replacement was recommended. The device was subsequently explanted and was successfully replaced. No additional adverse patient effects were reported.